Event description:
The event involved a 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro where the customer reported that the infusion set leaked cytotoxic solution (epirubicin) during administration, likely at the junction between the bag tubing and perfusion shaft. The leak caused spillage into the environment and partial loss of dose. Immediate corrective actions were taken (infusion stopped, line clamped, area secured and cleaned, equipment preserved, patient moved). There was patient involvement but harm was not reported as a consequence of this event and the therapy was not delayed.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.